Manufacturer narrative:
Product analysis conclusion; the reported dissection event, subsequently leading to aortic rupture could not be assessed on the pre-implant films provided and the cause of the event could not be determined. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. Analysis of the returned films did not reveal any obvious anatomical anomalies that may have led to the reported events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: v nmc3434c90tj, serial/lot #: (B)(4), ubd: 02-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in the endovascular treatment of a 57mm thoracic aortic aneurysm. The vnmc4034c200tj was scheduled to be implanted from just below the brachiocephalic artery after 2 vessels were debranched. When the device was implanted, blood pressure was pressed down, and the device was implanted in the place as planned while the blood pressure pushed back. However, since the distal part was a little short, vnmc3434c90tj was additionally implanted distally. The final contrast was performed and it was confirmed that there was no endoleak. At this time, there was no sign of dissection or any event occurring in the ascending part. It was reported that two days later, the patient developed chest pain and quickly went into cardiac arrest. The patient's chest was opened in the operating room and it was confirmed that there was a dissection in the ascending position, but, because it was not an existing condition that could be treated, the chest was closed without any actions, and death was confirmed. It is believed to be a rupture of a blood vessel due to retrograde type a aortic dissection (rtad). As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient is expired.